Manufacturer narrative:
The investigation has been completed. The console ((B)(6)) was sent back for further investigation. Aic logs confirmed the reported failure. The failure mode was reproduced on an engineering bench. The battery 1 pack voltage was measured to be 3.5v rather than the expected 16v. The root cause of the aic issue was a single cell failure of the battery. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller experienced a battery failure red alarm. Actions taken are unknown. No patient was involved.